Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. The defects reported by the customer were verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The insulation resistance of the motor was outside tolerance, so the motor and the motor cable were replaced. "Micro": preventive replacement of o-rings were performed according to the service manual. The hipot test has failed. Per the input check report, there was short circuit in the motor. An electrical short will prevent the motor and the device from functioning as expected. Hence, the electrical short in the motor is the root cause for the reported failure. Also the fisher cap was loose and the defective protective cap at the cable was replaced. The unit was cleaned and a new cable and motor were installed. The device is repaired. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 04-25-2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado handpiece with hand controls device did not turn as the motor is jammed. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There was patient involvement but no impact on the patient. The issue was found post-operatively to an unspecified surgical procedure. The outcome of the event was the procedure had been completed with no surgical delay. A replacement device was used to complete the procedure. The exact date of the event was unknown but was noted to have occurred on 2019. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.